Manufacturer narrative:
It was reported that on 6/5/2024, "foreign material, brown in color, x2 on IV syringe plunger. Packaging unopened. 10cc ns syringe has what appears to be mold on the proximal end of plunger. The device was not used on a patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Foreign material on plunger.